Event description:
It was reported that during a gastric bypass, making the jejuno-jejunostomy, the echelon suddenly blocked. This was without a pre-firing. This happened during the jejuno-jejenostomy. They could only staple a small part, not the total 60 length. It happened at the third stroke. They could unblock the device, using the red button and inserted a new blue reload. Again in the third stroke the echelon blocked and the knife could not return normally. Again used the red button but it was harder/more difficult to get it open. We had to try more than one time to get the knife back. Outside the patient body we tried to use the echelon (close the staple, block and unblock it, but to unblock it was very difficult. The red button was not working. They pushed the button down but the knife direction was still the same (direction did not change.) Echelon could not be opened. After a lot of attempts they could open the echelon with the red button. The staple line seemed fine. They still had to use the echelon 1 time. Completed procedure with same like device. No reported patient consequences.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Jejuno. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No, it blocked! Difficult to open, a lot of force to open. Was there any difficulty removing the device from the tissue? Yes. The analysis found that one device was returned in good visual condition and with two ecr60b cartridge reloads present. The cartridge reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved it's complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device performed properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.